Event description:
It was reported that oversensing was noted on this lead during an in office follow-up approx. 41 months after the implantation. The patient will be called for further examination and evaluation.

Event description:
It was reported that oversensing was noted on this lead during an in office follow-up approx. 41 months after the implantation. The patient will be called for further examination and evaluation.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 13th june 2021 and 07th february 2022 showed the gradual decrease of the pacing impedance from approximately 490 ohms to 400 ohms during the recorded period. The analysis of the provided iegm episodes revealed artifacts on the far-field and rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.